Manufacturer narrative:
G4: 04feb2020. B4: (B)(6) 2020. The customer troubleshot with technical support. The customer had swapped circuits and cant isolate the leak. Customer replace the 3 station solenoid and issue continues. The customer was advised to inspect the pressure relief valve for leaks. If that does not work recommend onsite service. The customer has decline service/repair of the device. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12dec2019.

Event description:
The customer reported an error code indicating patient wye not blocked. There was no patient involvement.